Event description:
Caller reported cgm error 42 with pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset instructions to caller but error persisted. Cts decided to replace pump even though it was out of warranty. Customer opted for mdi as backup therapy to ensure insulin delivery was uninterrupted. Caller was instructed on storage mode and acknowledged understanding for returning the pump using prepaid label within 10 days.